Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-01378 for the first exalt model d scope, number 3005099803-2025-01377 for the second exalt model d scope and report number 3005099803-2025-01375 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d controller was used with two exalt model d scopes, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after 10-15 minutes the image was lost multiple times. The exalt controller rebooted and the image would recover but it appeared to have a pink tint. The physician switched to a second exalt model d scope and experienced the same reported issue. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.